Event description:
It was reported that pt on .5ml of sweep prior to intubation. Increased flow and sweep for intubation. After intubation pt's o2 sats were stable; orders from physician to put sweep at .5 and wean to cap as tolerated. Pt capped and abg pco2 elevated. Rechecked abg to verify results. When I went to increase sweep gas blender knob was difficult to turn. Sweep placed at 6l.